Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 03 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and depuy bone cement x 2. The surgeon reported the tibial component was lifted out of the cement mantle very easily without any bone adhesion, and the bone cement was well-fixed to the bone. On (B)(6) 2019, the patient underwent a left knee revision due to loosening, and pain. The surgeon reported the femoral component was well-fixed and not revised. He noted a well-fixed patella and did not revise. The patient was implanted with attune tibial component and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2019; (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.